Manufacturer narrative:
Philips has investigated this complaint. It was confirmed that the issue was found at the beginning of the diagnostic procedure and the procedure was completed by transferring the patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed the geometry stopped working. As a part of troubleshooting action, the fse checked the problem reported by the customer and found that the geometry pc was not powering on and was not communicating with the host pc. Analysis of the log file confirmed a "malfunctioning geo-pc¿, starting at 12:13:56. Based on the logfile analysis, the root cause was not able to be determined. The field service engineer (fse) replaced the geometry pc and reloaded the software which returned the system to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and health impact code were corrected.

Event description:
It was reported to philips that the geometry movement was not functioning. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the geometry control pc and reloaded the software. The device was returned to expected functionality.